Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the trigger of the device was not moving smoothly. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the handpiece device failed lid leak tightness test, and the trigger of the device did not move smoothly. It was noted that the housing was leaking, and the trigger was running badly because the holder inside was broken. It was further determined that the device failed pretest for check condition & function of triggers, and leakage test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.